Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # v003448, implanted: (B)(6) 2006, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387-40, lot # v003448, implanted: (B)(6) 2006, product type lead; product ID 37651, serial # (B)(4), product type recharger; product ID 64002, lot # n245785, implanted: (B)(6) 2011, product type adapter; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
It was reported the patient had intermittent and erratic therapy and a sudden return of tremor in their left leg. The stimulation was working intermittently. The patient starts getting internal tremors in their left leg daily at 4 to 5 pm. The patient stated they fall often and since their implantable neurostimulator (ins) was replaced they had fallen three times. The patient¿s tremor had returned prior to falling. The patient had an appointment with their healthcare professional (hcp) scheduled for august. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Supplemental MDR initiated. Updated to reportable for serious injury. (B)(4).

Event description:
Additional information received by the patient's caregiver reported that the patient had a loss of stimulation. The patient fell yesterday and hit her head on the wooden floor. The patient indicated that she had fallen 2-3 times before but had never had a return of her tremors until last night. The left foot and arm had tremors that were sudden in nature and she experienced a case of vertigo that morning. A CT scan was done and it showed no broken bones. When the status of the implantable neuro stimulator was checked, the therapy was off. When the therapy was turned back on the patient felt an electrical sensation in her finger but the sensation went away after a while. The patient's tremor also stopped and the issue was resolved. When inquired about what steps were taken to resolve the previous issue of the device working intermittently, tremors and falls, the patient reported that "the unit was replaced with a sustained battery. A new unit was replaced. " the indications for use (ifus) are parkinsons dual and movement disorders.

Manufacturer narrative:
(B)(4).